Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient complained of/reported pain at the pump pocket site when sleeping on back. It was noted the patient was unable to wear a belt as the pump was right on the belt line. The healthcare professional (hcp) offered to move the pump to the abdomen if that was what the patient desires. The patient was in agreement. On (B)(6) 2019, the pump pocket was move/repositioned from the buttock site to the abdominal site. The clinical diagnosis was pain at the pump site. The outcome of the event was updated to resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was the pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was repositioned on (B)(6) 2019. An unknown catheter revision was also noted. Additional information received from a healthcare provider via a clinical study reported the patient was in the clinic on (B)(6) 2019 and noted they got about 1.5 hrs of relief from each bolus. They patient had the same symptoms as before. The continuous rate and bolus dose were increased. On (B)(6) 2019, the patient was happy with pain relief and declined another increase. The issue was noted as resolved without sequelae on (B)(6) 2019 but other information provided noted the pump was re-positioned on (B)(6) 2019 and the catheter was revised.